Manufacturer narrative:
A portion of the rod was returned for evaluation. One end of the portion appears to have been cut, either to size during implantation or by the physician during removal; the opposite end appears to have fractured. The cause of device failure can be attributed to the patient's activity level, as indicated by the surgeon. It is possible that the patient experienced a fall or impact during activity which, when coupled with the size of the patient, caused the rod to fracture postoperatively. The lot number was not marked on the returned portion, so the manufacturing records could not be reviewed. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00253 thru 3012447612-2017-00255.

Event description:
It was reported that a revision surgery was performed to address post-operative device issues: a rod broke and the tulips of two pedicle screws splayed allowing the plugs to loosen. The devices were removed and replaced with new devices. This is report three of three for this event.